Manufacturer narrative:
(B)(4). The incident information was reviewed and there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was completed using a proglide device with an 8f sheath after a percutaneous coronary intervention (pci). Reportedly, twenty days after the procedure, the patient was diagnosed with an aneurysm at the puncture site. Five days later the aneurysm was treated surgically under general anesthesia. Antibiotics were given. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.